Event description:
It was reported that the ilet user¿s caregiver called after two meal announcements were entered within minutes of each other, resulting in an accidental duplicate lunch entry; the user had already consumed carbohydrates appropriate for the intended meal, and education was provided on reviewing the device history to verify prior announcements, which reflects an improper use procedure related to the user interface. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, consistent with an unintended use error involving an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.